Manufacturer narrative:
Additional information: the left, distal superficial femoral artery was treated. No calcium noted. Treatment was for a small dissection flap; 30% lesion stenosis noted. 50% contrast/saline inflation fluid was used. No prior inflation was applied. A pinhole burst occurred. The balloon did not fragment. All components of the device were removed. No vessel damage was noted. No further injury reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the inpact pacific device was returned to medtronic investigation lab for evaluation. The device was returned with no damage visible to the catheter or balloon. The balloon folds were open. Blood residue was visible inside the balloon. A tactile test did not detect any kinks or abnormalities along the length of the catheter. A 0.018-inch guidewire was loaded via the distal tip and advanced with no resistance noted. Negative purge detected a presence of a leak on the device. The device was pressurized to 2atm and a pinhole leak was observed from the mid-section of the balloon. It was possible to inflate the balloon however, the device did not maintain pressure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use an inpact pacific drug-coated balloon during treatment of a plaque lesion in the patient's superficial femoral artery (sfa). Slight vessel tortuosity and calcification are reported. A non-medtronic inflation device was used for balloon inflation. There was no  damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. The device was prepped as per IFU without issue. The balloon did not pass through a previously deployed stent. No resistance was noted during advancement.  A balloon burst is reported during balloon inflation prior to reaching nominal pressure for this device. No fragments remained in the patient. A replacement inpact pacific drug-coated balloon was used to complete the procedure. No patient injury reported